Manufacturer narrative:
(B)(4). The rns neurostimulator and leads remain implanted and programmed for use.

Event description:
The patient underwent a routine battery replacement on (B)(6) 2025 without complications. Following the procedure, the patient reported hearing a buzzing sound. On (B)(6) 2025, the epileptologist evaluated the patient in clinic charge density was reduced at the clinic visit, resulting in a decrease in the buzzing sound. On (B)(6) 2025, the patient presented to the emergency department due to drainage from the incision site. Additional sutures were placed, after which the patient reported the buzzing had softened even more. On (B)(6) 2025, the provider saw the patient in clinic and restored the original charge density settings.